Event description:
The pt contacted lifescan (lfs) germany on 8/1/2005 and alleged that her one touch ultra meter was reading inaccurately erratic. One the day of the initial call to lsf germany (8/1/2005), the pt had performed a precision test with results of 2.6 mmol/l and 12.0 mmol/l, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose resuults exceeds the expected value of <=20% and/or <=1.11 mmol/l, thereby indicating a potential malfunction of the meter in terms of precision. The pt had also reported that during the night of 7/30/2005, she had experienced hypoglycemia. At 7:00 pm that evening, she had tested on the subject meter with a result of 14.5 mmol/l and was not experiencing any symptoms at that time. Based on her sliding scale regimen, she was told to add "3" to the meter result and therefore had taken 14 units + 3 of insulin (actrapid). She had her dinner at 8:30pm and still did not experience any symptoms. At 10:00pm, she tested on her meter prior to going to bed and the result was 6.1 mmol/l (no symptoms) and had taken 6 units of sulfomat insulin per her regimen (she is to take 1 unit of insulin for each mmol/l of blood glucose result per her meter). During the night, her husband tried to wake her up because she was sweating. However, she could hardly wake up and was very dizzy. She was not able to test her blood glucose level, or eat or drink anything and she fell asleep again. She did not receive any medical attention or intervention. She was not tested throughout the night because after her husband woke her up, she fell asleep again since she was dizzy. The next morning (7/13/2005), she was feeling very weak and her blood glucose result when she woke up was "about 8 mmol/l". She also mentioned that she was insecure now and did not know if the hypoglycemia was caused by her inaccurate meter or by the stress she experienced at work on 7/30/2005. During troubleshooting with the customer service agent on 8/1/2005, it was verified that the meter in the right unit of measurement (mmol/l) and that it was coded correctly. The test strips were within the expiration date and in good condition. Her testing technique was also good. However, her control solution was open past the discard date and therefore, a qualtiy control check could not be perofrmed. Based on the info provided, there is an indication that the product has malfunctioned since the precision test performed by the pt (results of 2.6 and

Event description:
The pt contacted lifescan (lfs) in 8/05 and alleged that their one touch ultra meter was reading inaccurately erratic. On the day of the initial call to lfs 8/05, the pt had performed a precision test with results of 2.6 mmol/l and 12.0 mmol/l, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and /or <=1.11 mmol/l, thereby indicating a potential malfunction of the meter in terms of precision. The pt had also reported that during the night of 7/05 they had experienced hypoglycemia. At 7:00 pm that evening, they had tested on the subject meter with a result of 14.5 mmol/l and was not experiencing any symptoms at that time. Based on their sliding scale regimen they were to add "3" to the meter result and therefore had taken 14 units + 3 units of insulin (actrapid). They had their dinner at 8:30pm and still did not experience any symptoms. At 10:00pm, they tested on their meter prior to going to bed and the result was 6.1 mmol/l (no symptoms) and had taken 6 units of sulfomat insulin per their regimen (they are to take 1 unit of insulin for each mmol/l of blood glucose result per their meter). During the night, their family member tried to wake them up because they were sweating. However, they could hardly wake up and was very dizzy. They were not able to test their blood glucose level, or eat or drink anything and they fell asleep again. They did not receive any medical attention or intervention. They were not tested troughout the night because after their family member woke them up, they fell asleep again since they were dizzy. The next morning they were felling very weak and their blood glucose result when they woke up was "about 8 mmol/l". They also mentioned that they were insecure now and did not know if the hypoglycemia was caused by their inaccurate meter or by the stress they experience at work the day before. Their testing technique was also good. However, their control solution was open past the discard date and therefore, a quality control check could not be performed. Based on the information provided, there is an indication that the product has malfunctioned since the precision test performed by the pt.